Manufacturer narrative:
H10: the reported complaint of the inaccurate temperature could not be confirmed on the received catheter. The electrical characteristics of the thermistor were measured and found to be within the product specifications. Further, the balloon was found to function properly and no occlusions were observed in any of the lumens. The device history review (DHR) could not be completed since no lot number was provided.

Manufacturer narrative:
The investigation is on-going.

Event description:
It was reported that the swan device being used, during the monitoring of a post open heart patient, displayed out of range cardiac index (ci) values that were not consistent with the patient's signs and symptoms. The nurse contacted the physician who ordered prbc's and primacor to treat the patient for having a low ci of 1.4. The patient's ci was then reportedly confirmed with a mixed venous of 42.6. Following the administering of the additional medications, the patient's ci's remained low at 1.6 and 1.7 with a mixed venous improving to 59.6. An edwards flotrac was then reported to be connected via the a-line resulting in a ci reading of 3.0. The physician then gave the order to discontinue the use of the swan and it was concluded by the clinical staff that the patient may not have needed the interventions/orders, initially given by the physician, due to the inaccurate ci readings from the swan. Although there was patient involvement, there was no harm to the patient reported.